Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the needle broke during medication administration after part of the dose had been delivered. As a result, the patient did not receive the full dose. The broken needle was completely removed from the patient's arm. There was a patient involvement and there were no additional adverse consequences.